Event description:
It was reported that the customer experienced high blood glucose levels of 409 mg/dl. Customer stated that he gave himself 73 units of insulin. Troubleshooting was done. Advised customer to change the entire set, reservoir and insulin and treat per healthcare provider's instructions. Advised to monitor infusion set and advised to revert to back-up plan if his blood glucose levels did not lower. Advised that we did not know how much insulin actually entered his body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.